Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirts during priming. Customer's blood glucose level was unknown. The customer stated that insulin pump was rejected new battery and hairline fractures in pump casing at battery cap or belt clip area. Troubleshooting was declined for any issues. Insulin pump will not be returned for analysis.